Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was found severed 90mm from the terminal pin. Two segments were received. Excessive damage was observed, likely from the explant procedure. The lead was stretched, the insulation was torn, and the distal high voltage cable was pulled out through a cut in the insulation. Blood was noted in the lead¿s lumens and tissue was entwined on the helix. The lead segments were tested and confirmed to be electrically continuous. Due to the condition of the lead, no further testing could be performed. The clinical observation of poor sensing could not be confirmed.

Event description:
Boston scientific received information that at a routine follow-up, this right ventricular (rv) lead exhibited decreased sensing, such that the physician performed a revision procedure. The lead was explanted and replaced with another lead of the same model; damage was observed on the lead. It was noted the procedure took four hours. No additional adverse patient effects were reported.